Event description:
It was reported that a (B)(6) lb patient was too large for the restraints on the cot. The emts were using ratchet straps to secure the patient. The straps were secured to the base of the cot. The ratchet strap broke and hooked the siderail. The patient's body weight on the siderail combined with the strap hooked onto it broke the siderail. The patient then rolled off the cot and allegedly fractured her foot. The patient's foot was placed in a splint but no further treatment could be given due to her size. It was also reported that the patient had a prior fracture to that same foot from some previous injury not related to ems or stryker.